Event description:
It was reported that the physician performed bowel surgery on patient in 2000. Patient returned to him 2 months later to drain abscess. Patient returned in 2001 to have sinus/absess drained at site of suture line. Patient had to undergo local anesthesia and surgery performed at hospital on this second occassion. Panacryl suture was taken out at this time. Panacryl was used to close the fascia with an interrupted technique.